Manufacturer narrative:
H10: the device was received for evaluation. During analysis of the returned sample, it was noted that there was a hole in the tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified day of january 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked during filling. There was no patient involvement. No additional information is available.